Manufacturer narrative:
It was initially reported that the pump was returned. It was later observed that the statement was inaccurate as neither products were returned or will be returned. (B)(4).

Event description:
The pump and catheter were not returned for evaluation. The patient is doing well.

Manufacturer narrative:
(B)(4)

Event description:
The patient began to experience lack of pain relief. During a CT scan, it was observed that there was an issue with the catheter placement. The pump system was explanted on (B)(6) 2015. The catheter was discarded and the pump was returned. There were no pump issues reported.